Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during device evaluation, the forceps elevator of the duodenovideoscope had foreign material. There was no patient involvement in this event.